Event description:
It was reported that the air dermatome handpiece head was not working properly. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
On 05/31/2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device info them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 07/16/2009 and has no previous repair history at zimmer surgical. Eval of the device observed it did not operate during eval. It was also observed that there were marks on the head and neck and nicks along the leading edge of the control bar and leading edge of the head. There was wear to the ears of the head and the throttle level was loose. Prior to repair, the device was within calibration specs at all tested thickness settings. Repair of the device included replacement of the head, control bar, control shaft, throttle lever, and all standard repair parts. In post repair analysis, corrosion to the reciprocating arm and head was observed. Pictures were taken to capture this observation. Additionally, the motor sleeve was stuck on the motor; however, there were no visible issues with the motor. Given that the device has not been returned to zimmer surgical for servicing since manufacture five years ago, lack of preventative maintenance most likely allowed for interior components to become worn and corroded over time, likely causing the customer's reported event. The device was serviced and returned to the customer.